Event description:
On (B)(6) 2022 fujifilm corporation was infomred of an event involving ed-580xt. The scope tip cap was fell off during the procedure. The nurse noticed it and removed it from the patient's mouth. The procedure was completed. The physician said that he had a hard time intubating. At that point, the physician pulled the scope out from the patient's mouth to reposition it and the nurse noticed the tip looked different. Per the nurse's concern, the physician checked the patient's mouth and removed the distal end cap. The physician indicated that it is possible that the nurse did not fit the cap properly or it just came off. There was not death or serious injury associated with the event.

Manufacturer narrative:
Hcus trained this facility on proper attaching on (B)(6) 2020. Fujifilm believe that this event would not likely lead to a serious injury based on a respiratory physician. Therefore, fujifilm concluded this event was non-reportable issue once. However, based on the findings made during the internal audit, fujifilm decided to submit an MDR in an abundance of caution, emphasizing that this was an intervention taken out of the oral cavity. Therefore, hcus determined to submit a MDR in an abundance of caution.